Event description:
The reported description notes that the bedside monitor failed to alarm for an arrhythmia condition (tachycardia). No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor failed to alarm for an arrhythmia condition (tachycardia). Pt harm is possible should the user not be alerted via pt alarm of a change in the pt's condition outside of the pre-configured monitor alarm limits. Root cause: no product malfunction was identified. No performance testing is warranted. Based upon the customer's reported description to the philips customer support engineer, the cited monitor was configured for a pulse source. According to the complaint description, on the monitor's display screen (the heart rate icon has an x across it) indicating that it is not active. According to the intellivue instruction for use manual, "in most cases the hr and pulse numerics are identical. In order to avoid simultaneous alarms on hr and pulse , the monitor uses either ECG or pulse as its active alarm source. If you select pulse as the active alarm source, the monitor will prompt you to confirm your choice. Be aware that if you select pulse as the alarm source, all arrythmia and ECG hr alarms are switched off." There is no indication that this issue could be difficult to detect. Additionally, the available info from this report does not support a systemic, design, or labeling problem. No final communication was requested and none is warranted. No further investigation or action is warranted.